Event description:
Additional information indicates that the battery depletion was due to a high left ventricular (lv) lead threshold. The physician decided that it was best for the patient to have the device replaced than going through an left ventricular (lv) lead extraction and new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion"

Event description:
Additional information indicates that this device was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). The patient was told that the device needs to be replaced. An attempt to obtain additional information from the field was unsuccessful. To date, this crt- p remains in service. No adverse patient effects were reported.